Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dyspnea and palpitations with the right atrial (ra) lead demonstrating intermittent atrial undersensing during at/af episodes. It was further reported that the lead had dislodged resulting in atrial non-capture, high thresholds, no sensing and diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.